Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the presence/clogging of foreign material at exit of auxiliary water channel from photo provided was confirmed. However, the foreign material could not be identified. The following is included in the instructions for use (IFU): when I checked the instruction manual (reprocessing manual) at the time of shipment of the product, the following description is found. Warning only olympus-recommended or olympus-endorsed aers have been validated by olympus. When using an aer that is not recommended by olympus, the manufacturer of the aer is responsible for validating compatibility of the aer with each olympus endoscope, accessories and medical instruments. Only use the aer that meets the requirements of the relevant parts of iso 15883 series in the member states of the EU. Before using an aer, confirm that it is capable of reprocessing the endoscope. Be sure to attach all required connectors. Otherwise, insufficient reprocessing may pose an infection control risk. If you are uncertain as to the ability of your aer to reprocess the endoscope, contact the manufacturer of the aer for specific instructions and information on compatibility and required connectors. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, that during the device inspection. The colonovideoscope had foreign objects and residual fluid exiting from the auxiliary water channel. There were no reports of patient involvement.